Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that a patient with a ruptured mca aneurysm was treated with a web device. The physician placed a via 17 microcatheter in the middle of the aneurysm and removed the guidewire. The physician then advanced the web through the via 17 under fluoroscopy. During advancement, the via 17 moved and went through the dome of the aneurysm at the rupture site. The physician then placed the web device in the aneurysm. The patient is reported to be "doing very well and will be discharged soon." There was no reported intervention.